Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen is black and had the cosmetic damage. The customer reported that the damage was located back of the insulin pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with case cracked behind pump near battery compartment, case cracked behind insulin pump at corner of belt clips rails and a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.